Event description:
It was reported that the control module was sent to the international service center for upgrade. No product problem reported. It was not noted if the unit was used during a procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a partial gastrectomy procedure after the fourth firing of the device they could not get the cartridge out of the device. There was so much force to remove the cartridge, the cartridge broke and the cartridge pan stayed in the device. Another device was used to complete the case with no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned with no visual non-conformances and with a green reload loaded. The reload pan was found lodge inside the channel and the reload broken. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The reload was loaded on the device without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. However, the knife was noted to be nicked, one possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. While no conclusion could be reached as to how the pan became dislodge and the reload break, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.